Event description:
Caller reported compact plus system blood glucose results of 115 mg/dl and 62 mg/dl on a friend's aviva system within 10 minutes. No information was provided for friend's aviva system. Caller states he had hypoglycemic symptoms, felt shaky and weak. He self treated by drinking some orange juice and resting for 2 hours, felt better afterwards. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.